Manufacturer narrative:
Concomitant products: 4298-88 lead, implanted: (B)(6) 2015 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic stimulation from the left ventricular (lv) lead. It was noted the patient had been feeling like their heart would beat in their stomach and it gradually worsened throughout the years, which prompted the patient to present to the hospital. The patient also indicated there was a constant sensation in their abdomen and tingling down their leftarm. Adjustments were previously made, however, the patient continued to intermittently feel the pounding sensation in their abdomen and nauseated. The lv lead was explanted and replaced and during the replacement procedure, unexpected battery longevity of the cardiac resynchronization therapy defibrillator (crt-d) was observed, therefore, the device was explanted and replaced. No further patient complications have been reported as a result of this event.